Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the error occurred from an abnormal lighting lamp and it was not possible to determine the cause of the abnormality. The instructions for use states the possible cause and solution to the cause of lamp intensity error: "10.2 troubleshooting guide: error messages - code:e107 - error message: lamp intensity error - possible cause:the lamp of the video system center malfunctions. - solution: immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the device produced error code e107 (blue light error). Further troubleshooting determined the likely cause was due to a faulty light emitting diode(led) control board. Additionally, the external top cover, front panel and rear panel have damage/deformation and need repair. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
An asset visera elite ii video processor was returned to the service center for evaluation for a standard inspection. There was no reported allegation of any malfunction associated with the device. However, upon inspection and testing, the asset was found to have an error code, e107, blue light error (reportable). No patient injury or harm was reported to olympus.